Event description:
Laser system was firing at higher input during treatment. Complaint of patient burn, however, unsubstantiated after several attempt to contact customer site.

Manufacturer narrative:
Field technician found elite mpx's laser was firing at a higher output because handpiece component was out of established specifications. The laser was repaired and restored to specification. Customer reported of patient burn. But after several attempts to contact for additional information, claim could not be substantiated.